Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported while programming methotrexate, the pump module alarmed for air-in-line. Tubing was removed from the pump module; air was seen in the tubing and appeared to be leaking. Medication and tubing were returned to pharmacy for inspection. The pharmacist inspected the tubing and found nothing wrong. The clinician restarted the infusion of methotrexate and the pump module alarmed for air-in-line. IV set was removed and air was seen in the set. Tubing was collapsed as well. Medication and tubing returned to pharmacy. There was no report of patient harm.